Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Representative samples were returned for evaluation. During the visual inspection of representative samples it was observed that samples present pin holes in the bottom of foil cavity caused by manufacturing process.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the suture was used. During the evaluation of representative samples, pin holes in the bottom of foil cavity were observed.